Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. Information was provided that indicated the 21.0 (add power +2.2/+3.2) diopter lens was removed and replaced with another lens of the same model and diopter. If additional information becomes available, the file will be reopened and updated. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the haptic sheer off during implantation. The lens was removed from the patient¿s eye. Additional information has been received stated that the leading haptic was fine but the trailing haptic was broken off when it entered the eye. The lens was removed, and a new lens was implanted during the case. The surgeon noted that a haptic on the second haptic was partially sheared also. It was reported that both the lenses were very stiff. No further information available.